Event description:
After an implantation time of approx 17 months, high pacing impedances and high pacing thresholds were reported. The lead was not removed. A new lead was implanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed there were no deviations in the device mfg.